Event description:
Customer reported that capture-r ready screen did detect an anti-fya in a patient sample. Crossmatch showed a positive reaction and the customer retested the sample using a gel method and detected an anti-fya.

Manufacturer narrative:
Returned sample was tested using an in-house galileo and retention capture-r ready-screen, lot k098. Positive reactions were observed. The returned sample was also tested by the tube method with panoscreen. Lot 31355. 1+ reactivity was observed at the antiglobulin phase of testing. The returned sample was further tested on an in house galileo with capture-r ready-screen, lot k104, crrs. The sample reacted 2+ with the fy (a+) red cells.